Event description:
It was noted that the physician does not know the cause of the increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The doctor reported that the he suspects the patient's battery may be dead as the patient was hospitalized due to increase in seizures above pre-vns baseline. He noted that the patient stated that the battery stopped working a couple of years ago. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator was discarded at the hospital. No further relevant information has been received to date.